Event description:
It was reported ongoing intermittent occlusion alarms occurred. Eventually leading to the customer's blood glucose level displaying as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer continued to use the pump for insulin therapy. Reportedly, the customer does use cartridges over recommended usage for the mobi pump.